Manufacturer narrative:
The returned reader mdgc142-g1346 was investigated with retained test strips. Reader did not turn on with button, strip, or usb cable insertion. Reader was connected to pc and reader was not recognized.  The returned reader was de-cased .visual inspection was performed. Liquid contamination was observed. Therefore, issue is not confirmed to use. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs(device history review) for the fs libre reader was reviewed and the dhrs showed the fs libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion. As a result, customer experienced a loss of consciousness, "tingles in the finger", and was unable to self-treat, requiring third-party treatment of "coke" by a healthcare professional. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion. As a result, customer experienced a loss of consciousness, "tingles in the finger", and was unable to self-treat, requiring third-party treatment of "coke" by a healthcare professional. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.